Event description:
It was reported that during the procedure, it was found that the debris shield was damaged and the energy was low. Due to this, the procedure was completed using another device. There were no patient complications.